Manufacturer narrative:
Additional information: it is reported that mi occurred in the rca. Cec adjudicated non-q wave mi of unknown vessel, 3rd udmi spontaneous. The patient recovered. Sponsor assessed the event as possibly related to the device. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
During the index procedure, one resolute onyx des was implanted in the rca and one resolute onyx des was implanted in the lad. Approximately 5.5 months post index procedure, nstemi was reported. The patient was hospitalized and treated with medication. The patient is recovering. The investigator assessed the event as possibly related to the index device and antiplatelet medication. Sponsor assessed the event as not related to the index device or antiplatelet medication.